Event description:
It was reported that backup vvi was observed on the pacemaker during interrogation in clinic. Remote transmissions on (B)(6), 2022 noted the remaining battery life was 1.3-2.2 years but on the (B)(6), 2023 the remaining battery life was 1.1-1.9 years. The backup vvi was thought to be due to a software error. Due to a year of battery life remaining and the backup vvi on the pacemaker the pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of the device in back-up operation was confirmed. The device was in back-up operation mode upon receipt. Analysis of the device image revealed that device went into back-up mode due to reset error consistent with an integrated circuit anomaly. The device was restored by reloading product code. Further analysis was performed, and device was found to be above elective replacement indicator (eri) level. Back-up operation mode was not reproduced. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.